Event description:
It was reported that catheter entrapment on guidewire occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced with a non-boston scientific guidewire. However, during the procedure, upon passing the wire through the balloon shaft, the wire was stuck. It was noted that the balloon shaft was kinked. Both wire and balloon were removed together, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the reported event.

Event description:
It was reported that catheter entrapment on guidewire occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced with a non-boston scientific guidewire. However, during the procedure, upon passing the wire through the balloon shaft, the wire was stuck. It was noted that the balloon shaft was kinked. Both wire and balloon were removed together, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.